Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported the sears do not catch the tabs on the safety clamp fitment of the IV set. The sears were checked and found to be aligned. The tabs on the safety clamp fitment were found to be "higher than on the set." There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.